Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and defibrillation lead exhibited varying shock impedance measurements, including a high out of range shock impedance measurement. To date, there have been no reported patient symptoms associated with this clinical observation.

Manufacturer narrative:
A boston scientific crm technical services (ts) consultant discussed the measurements may indicate a connection issue. Ts suggested reviewing shock therapy or delivering a maximum energy shock to confirm the impedance measurement when a shock is delivered. As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Additional information was received that the patient underwent a device change out procedure due to normal battery depletion. During the replacement procedure, it was noted that the distal setscrew was not secured to the lead terminal pin. A new device was successfully implanted with this chronic lead. Should additional information become available, this event will be updated.